Event description:
Caller reported that a malfunction occurred on the pump, which displayed fault code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump; however, the malfunction code recurred afterward. The customer was advised to use a backup insulin pump to ensure continued insulin delivery. A replacement pump with updated software was sent to the customer.